Event description:
After a few months of cochlear implant use, the patient reportedly began to experience discomfort while using the device. Diagnostic testing revealed anomalies on several electrodes. The device was programmed to relieve the discomfort. However, the healthcare providers decided the device should be explanted. Explantation/reimplantable surgery was scheduled for july 2005.